Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they would sometimes get a shock from the recharger paddle when trying to recharge the ins. Pt said that the recharger was not recharging the ins and that system problem rm02 appears when trying to recharge the ins. Pt said that before this all happened, sometimes before the recharger wouldn't connect to the device. Pt said that they had tape around the recharger and that they had gotten the recharger to work for a little bit. Pt said that they had been having to get injections since they had another screw pressing on s1 and l5 had a bone obstructing something. Agent understood that the pt said that they had a posterior mammaplasty so their whole body was in a lot of pain from their neck down. Pt said that the ins had been helping them so they just wanted to get the ins to recharge. Pt sai d that they had talked to mdt sales representative (rep) and they were told to call patient service (ps). Agent asked the pt when rep was made aware of the issue; pt said that it was a few months ago and then they had surgery and so they were told to call ps right after that. Pt said that they continued to deal with the issue as long as they got the ins charged. Pt said that they had been trying to call ps but they could never get through. Pt said that they notified the rep of the reported issue via phone call. Pt said that they were also supposed to set up ins reprogramming with the rep per the rep's recommendation as they had more pressure on one side than the other and it felt like a lot of pressure on their hip. When asked for the event date, pt said that they wanted to say that they talked to rep in january and that they had seen rep sometime between november and then (january) to reprogram the ins a little bit but they weren't having the issue then. Pt said that they had surgery since their left leg was giving out on them and they fell down the steps. Pt said that last year even when they were walking their foot would give out and they would fall. Pt said that they fell about eight times and their surgery was then on february 7th/ pt said that they went to therapy and they were doing some things and they were told to get the ins reprogrammed. Pt said that they went to healthcare professional (hcp) on friday since they had been in the hospital with excruciating pain. Pt said that if they turned the ins on, the pressure on their hip was aggravated down their sciatic nerves which remained sore and hurt more. The issue was not resolved. Agent sent an e-mail to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ac power supply no longer charged the controller. Pt said they called patient services before christmas about the issue and pt said that they explained the issue that the ac power supply cord was working off and on but the pt was sent a rtm. Pt did note that the rtm cord was providing a shock before it was replaced. Now the ac power supply cord was not working at all. During call pt examined the ac power supply and the part of the cord connecting to the plug had exposed wiring. Agent closed case.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen and the donut was worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.